Manufacturer narrative:
On (B)(6) 2011, haemonetics received a service report regarding a fluid spill in centrifuge wall. No donor injury or reaction was reported. No operator injury was reported. Upon evaluation fluid (not blood) found in centrifuge well and in the spill bag. Fluid was also found on the distribution pcba and the top deck. No burning or carbonization was noted. Routine disassembly and cleaning were required. Electronic components were replaced. The device is ready for use. (B)(4).

Event description:
On (B)(6) 2011, haemonetics received a service report regarding a fluid spill in centrifuge wall. No donor injury or reaction was reported. No operator injury was reported.